Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial driven sinus rhythm that fell within the programmed ventricular tachycardia (vt) therapy zone. Technical services (ts) was consulted and reviewed potential reprogramming options for this patient, along with the associated risks. Ts also discussed options at physician discretion. No additional adverse patient effects were reported. This crt-d remains in service.